Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 255-16-275. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: a review of the device history record showed the device had a manufacture date of 01jul2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 255-16-275. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 255-16-275. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 255-16-275. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. This error code was in the error logs only. Michael was not able to duplicate the error. He will compete pm/test on the pc unit and put it back in rotation. A review of the device history record showed the device had a manufacture date of 01jul2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.